Event description:
Information received from the field notes that during a routine follow-up, interrogation showed dashes (---) for several parameters. Return to standard, reprogramming and software download were unsuccessful. The patient's rhythm was sinus with demand pacing at an interval of approximately 900 ms. The measured battery data was 2.70v, 74ua, 1 kohm. The measured rate was 56 ppm.